Event description:
It was reported the patient was being treated for a ventral hernia. One week post operative, the patient reported a high fever. During an open repair, the clinican observed that half the sutures had untied causing a loop of the bowel to move between the mesh and the abdominal wall causing a bowel obstruction. Clinician disclosed they used 5 throws while trying the knots.